Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer will continue to use the current pump for insulin therapy. The customer's blood glucose level was 480 mg/dl.